Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarm and hardware errors were observed. The customer complaint was confirmed during log review. A root cause could not be determined.